Event description:
Related manufacturer's reference number: 2017865-2021-36769. It was reported that the patient presented in clinic. During interrogation, it was discovered that the pacemaker (pm) exhibited premature discharge of battery. It was also noted that the right ventricular lead was exhibiting inadequate capture. No interventions were taken. There were no patient consequences and the patient will continue to be monitored.